Manufacturer narrative:
No blank display noted. The insulin pump was unable to prime during prime test due to protruded/loose support disk. No prime alarm noted. Unable to test the operating currents and off no power alarm due to prime/fill anomaly. No damage noted on isolation tape on lcd.

Event description:
Customer called to report trouble with her insulin pump. The insulin started to shoot out while changing her infusion set. Customer also received a prime alarm. Customer's blood glucose reading is 174 mg/dl. The insulin is squirting out during the manual prime process. The drive support cap appears to slightly indented. Customer has not pressed the drive support cap. Advised the customer the insulin pump must be replaced. Nothing further reported.